Event description:
It was reported that the patient received multiple inappropriate shocks. The lead was noted to have high impedance, oversensing, noise, high thresholds and no capture at 5 volts. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the steroid ring was damaged during analysis.